Event description:
This 42 yr old female, is approx. 15 yrs post augmentation mammoplasty with subglandular silicone gel impants. She had noticed a change in the implants and on radiographic studies, findings were suspicious for intra and extracapsular failure of the right implant and possible intracapsular failure of the left implant. On 3/28/96, pt underwent total capsulectomy and removal of silicone gel implant material of the right breast and total capsulectomy and removal of silicone gel implant material of the right breast and total capsulectomy and removal of silicone gel implant of the left breast. Pt was found to have bilateral capsular contracture, grade ii/iii.